Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer planned to load new cartridge later using room temperature insulin and carefully follow air removal steps, and technical support arranged return of original cartridge and advised caller to reach out again if further help was needed.